Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy with distal duct biopsy and metal stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve was seen protruding from the tip of the scope. There was a spybite inside the spyscope ds when the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked in several locations beginning near the distal end. As received, the working channel sleeve protruded, confirming the complaint. The tips of the protruding sleeve were frayed. A functional assessment was performed. Maximum protrusion was noted when the large knob was articulated in the clockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding from spyscope ds. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b].  Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy with distal duct biopsy and metal stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve was seen protruding from the tip of the scope. There was a spybite inside the spyscope ds when the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event.